Manufacturer narrative:
.

Event description:
The pt reported a return of symptoms including shaking and muscle stiffness. The pt stated the neurostimulator was not responding. The MFR suggested the pt contact the hcp. Add'l info has ben requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received. Refer to MFR report # 3004209178-20007-04416.